Manufacturer narrative:
The reported event could be confirmed, as the device was returned and matched the alleged failure mode. Device inspection revealed the following findings. Evaluation of the returned instrument identified a diagonal brittle fracture extending from the top of the impactor tip to approximately the midpoint of the instrument. The upper portion of the instrument was fractured and received as a separate piece. Impact-related deformations were also observed along the base of the instrument. This failure mode is consistent with repetitive high-energy impact loading. A functional inspection could not be performed because the device was clearly broken and rendered non-functional. A dimensional inspection was also not possible, as the device was returned in multiple pieces, altering measurable features. However, during manufacturing, functional testing and dimensional inspections were performed in accordance with specifications, and all devices met requirements at that time. Following the investigation, a nonconformance was initiated, and a design modification is currently underway to prevent recurrence of this issue. Based on the investigation, the root cause was attributed to a device design-related issue. A review of the device history record for the reported lot did not identify any abnormalities. No corrective actions are required at this time. A review of the labeling also did not identify any abnormalities. If additional information becomes available, the case will be reassessed.

Event description:
It was reported that the surgeon broke plastic 3-4 tornier impactor tip.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon broke plastic 3-4 tornier impactor tip.